Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and high out of range pacing impedance measurements that were measured to be greater than 2000 ohms. A lead revision was performed, the rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead was disposed of by the hospital.